Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading blood sample as control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 12:00. The patient manages his diabetes with oral medication, diet and exercise and consumed more food in response to the alleged issue. The patient reported that "when he took the test" he developed a symptom of "dizzy" however denied receiving any treatment. During troubleshooting the cca noted that the patient followed the correct testing process and that when the patient was walked through a retest the issue was unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The test strips have been further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 supplemental sent in part to correct information omitted from follow-up # 1. The meter had undergone testing prior to the submission of follow-up # 1 however this information was not included therein. The meter passed all testing with no faults found. The reported issue could not be confirmed. Appropriate evaluation codes have been included here. The date device returned to manufacture of follow-up # 1 should read 4/14/2016.